Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided stated that optical laceration was observed upon implantation of the iol into the eye. This event occurred during the same surgery as MDR report 9611165-2013-00084.

Manufacturer narrative:
The reference c13180 has been allocated to this event by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The healthcare professional explanted the superflex aspheric 920h iol subject to this report and implanted a back-up lens without further complication. The superflex aspheric 920h iol has been retained by the healthcare facility and will be returned to rayner for analysis. The results of our device analysis will be provided in a follow-up report. Our review of production records for the superflex aspheric 920h iol batch 072e38761 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (july 2012) was conducted in order to determine if any trends existed. This review concluded than no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 072e38761.